Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. The observed glass cap and metal cap misalignment appears to be due to glue failure. Based on analysis results, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window is believed to be a major impacting factor leading to epoxy failure. Analysis of the returned fiber, did not identify a physical break/detachment of the fiber body/parts. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that fiber tip broke/ tip disconnected from the fiber after 13271 joules and 1:16 minutes of use during photoselective vaporization of the prostate procedure. The tip was not cleaned during the procedure. The procedure was completed utilizing another fiber. There was no clinical consequences to the patient.

Event description:
It was reported that fiber tip broke/ tip disconnected from the fiber after 13271 joules and 1:16 minutes of use during photoselective vaporization of the prostate procedure. The tip was not cleaned during the procedure. The procedure was completed utilizing another fiber. There was no clinical consequences to the patient.

Event description:
It was reported that fiber tip broke during a photoselective vaporization of the prostate procedure. There was no indication of how the procedure was completed. There was no injury to the patient.